Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2018, the tip of the reamer broke off over a bent guide wire. A small fragment was lodged in the femoral neck and was not retrieved. Surgery was completed successfully with a delay of approximately 2 minutes. Patient outcome was not affected. This report is for one (1) cannulated stepped drill bit. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
DHR review was completed. Part: 03.037.022 , lot: f-17577 , manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 07.jul.2015 . The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material criteria at the time of release with no issues documented during the manufacturing process review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition customer quality conducted an investigation of the returned device. The tip of the cannulated stepped drill bit broke off over a bent unknown guide wire. Investigation flow: broken. Visual inspection: the returned device was confirmed to have a broken tip. The broken portion was not returned. The received condition agrees with the complaint condition. No additional malfunctions were noted during investigation. Drawing/specification review: the drawings were reviewed during investigation. Dimensional inspection: the inner diameter of the cannulation was measured to be 3.37mm which is within the specification of 3.4 +/- 0.05mm . Measured using vermont gage pin . Material/hardness review: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material criteria at the time of release with no issues documented during the manufacturing process. No definitive root cause was able to be determined. It is likely that the device was exposed to excessive force during use. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.